Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. During the checks, it was determined that the system gave a speaker warning. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective motherboard and speakers. The issue was resolved by replacing the mainboard and speakers. New software was installed and all the tests and checks specified in the service procedure were performed and it was determined that the alarm failure was fixed. The device was returned to service after repair.

Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that there is no audible alarm sound. The device was being prepared to be used on patient but was not used. No adverse event to the patient or user was reported.